Event description:
Expiratory limb of circuit overheated and began to melt. Developed a hole in the limb and fused to the inspiratory limb. Problem was detected when the ventilator alarmed and there was no report of injury to the infant.

Manufacturer narrative:
The actual product sample involved in the incident was received for eval. Visual and functional testing was performed. The inspiratory and expiratory tubes were melted together at a distance of approx 18 inches from the pt wye. The melt is approx 1 inch long and it appears that the tubing softened at the point where the tubes were touching and a hole developed in the expiratory tubing. There was no apparent mfg defects in the circuit. Both wires were evenly distributed in the tubing, no bunching found and the wire conductor turns appear to be uniform and appropriate for the wire. The electrical resistances for the inspiratory and expiratory wires were within spec and their length appears to be correct. The circuit tubing did not show any obvious signs of defects. Based on the location and size of the melted section, the melt was most likely a result of the tubes being forced togheter, where the circuit passes into the isolette, therefore, if the melt did occur at the exit point of the isolette, then the temp probe was located inside the isolette at the time of the melt, which can contribute to a melt in the tubing. When the probe is in its normal location, just outside the isolette, then only one heated tubing is threaded thru the isolette constriction, the inspiratory tube, which after the temp probe is non-heated, meaning it does not contain a wire or heat source, thus preventing melts to the circuit.